Event description:
It was reported that patient only received alerts when receiver device was unlocked. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported. Probable cause cannot be determined.

Manufacturer narrative:
(B)(4).